Manufacturer narrative:
This report is being filed on an international product, list number 2k91-32 that has similar products distributed in the us, list numbers 2k91-29 and 2k92-33. No customer returns were received for investigation. Customer complaint data was reviewed and no adverse trends or increased complaint activity were identified. The device history record was reviewed and no potential non-conformances, deviations, or non-conformances related to falsely elevated results were identified. The historical performance of architect ca 19-9xr reagent lot 78014m800 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for reagent lot 78014m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. The architect ca 19-9xr reagent labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer stated that a patient's (B)(6) result increased suddenly. At (B)(6) 2018: 6.98 u/ml, (B)(6) 2018: 2093.4 u/ml, (B)(6) 2018: 36.67 u/ml, (B)(6) 2018: 27.33 u/ml, (B)(6) 2018: 15.32 u/ml, (B)(6) 2018: 14.2 u/ml. The patient is a (B)(6) year old male undergoing dialysis and being monitored for pancreatic cancer. There was no report of impact to patient management.